Event description:
On (B)(6), 2019, the patient underwent an endovascular procedure using a gore® tigris® vascular stent to repair occlusion of the superficial femoral artery (sfa). It was reported that the tigris® vascular stent was advanced through a 6fr introducer sheath (length 45 cm) using a 0.035 inch hydrophilic guidewire. When the tigris® vascular stent came out of the introducer sheath it could be further advanced into the sfa only a few centimeters. Then no further advancement to the lesion was possible. Reportedly the sfa was not tortuous. The tigris® vascular stent was retracted from the patient through the introducer sheath. It was reported to gore that it was observed that the tigris® vascular stent was partially deployed at the tip. The procedure was concluded using two other tigris® vascular stents (5mm x 6omm and 6mm x 100mm) with no further issues. The patient tolerated the procedure and is doing very well. Reportedly the user is experienced in implanting the tigris® vascular stent (roughly 75 devices per year).

Manufacturer narrative:
Updated patient identifier. Corrected event description: date of event. Updated patient history. Code-213: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Based on the device photograph examination performed, no manufacturing anomalies were identified.

Manufacturer narrative:
The device was discarded a the facility but photographs of the device have been provided. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Engineering evaluation conclusion(s) are represented in the reported issue codes. Based on the device photograph examination performed, no manufacturing anomalies were identified.

Event description:
On (B)(6) 2019, the patient underwent an endovascular procedure using a gore® tigris® vascular stent to repair occlusion of the superficial femoral artery (sfa). It was reported that the tigris® vascular stent was advanced through a 6fr introducer sheath (length 45 cm) using a 0.035 inch hydrophilic guidewire. When the tigris® vascular stent came out of the introducer sheath it could be further advanced into the sfa only a few centimeters. Then no further advancement to the lesion was possible. Reportedly the sfa was not tortuous. The tigris® vascular stent was retracted from the patient through the introducer sheath. It was reported to gore that it was observed that the tigris® vascular stent was partially deployed at the tip. The procedure was concluded using two other tigris® vascular stents (5mm x 6cm and 6mm x 10cm) with no further issues. The patient tolerated the procedure and is doing very well. Reportedly the user is experienced in implanting the tigris® vascular stent (roughly 75 devices per year).